Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs by a third party hcp noting superior dislocation, lucency along the acetabular cup. Two screws noted to appear as if they are not seated properly. DHR was not reviewed as the lot number for the device is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00371. 0001825034 - 2020 - 00372. 0001825034 - 2020 - 00373.

Event description:
It was reported that patient underwent a left hip revision after an unknown amount of time post implantation due to dislocation. During the surgery, infection was found. The cup and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.